Event description:
Additional information from the patient indicated that she experienced discomfort and that the circumstance that led to the pump revision was loss of weight.

Event description:
Information was received from a consumer regarding a patient receiving prialt dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient had their pump repositioned "a few years ago" by their healthcare provider when the patient had a gastro sleeve done and a tummy tuck due to weight loss. The patient stated it was put a little higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.